Event description:
Pt was injected with 100 cc's of contrast in the right antecubital vein. At approx 70 ml, the technologist paused the injection because the pt complained of pain. It was estimated that approx 40 cc's had extravasated. The pt was treated with warm compresses. Pt was phoned for a follow up the next day and the swelling and pain had subsided.